Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to a cerebrovascular accident (cva) and bacteremia. It was unknown whether the cva was device or device therapy related, but the bacteremia was likely related though the source was never confirmed. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cerebrovascular attack, bacteremia and ultimate patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. Heartmate ii lvas, serial number (B)(4) was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The current heartmate ii lvas IFU also lists infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section ¿introduction¿. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.